Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery wall. Customer stated that the insulin pump had condensation in reservoir cartridge. No harm requiring medical intervention was reported. The device was returned for analysis.